Event description:
A 68 yr old male pt went into cardiac arrest while receiving dental work. The medics arrived to find the dentist performing CPR on the pt. The medics defibrillated the pt three times. The unit printed strips for each defibrillation attempted, but the medics indicated that the pt's body did not react. The medics defibrillated the pt three more times and an "open air discharge" message appeared on the unit's monitor screen. They attempted to defibrillate the pt three more times but the error message remained on the screen. The medics arrived at the facility's ER and the pt was defibrillated twice and his rhythm was converted. There was no adverse effect on the pt.